Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer leakage of chemo infusion from the filter occurred during use. Small leak from filter during administration of long chemo infusion. Leak does not happen every chemo administration, but did so for this patient on (B)(6) 2022. Leaks appear into the 18th hour of 24 hour administration. Filter: 10010454 bd alaris pump infusion 0.2 set micron filter low sorting pe lined. No tests performed.

Manufacturer narrative:
The initial reporter also notified the FDA on 17jun2022. Medwatch report # mw5110217. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of chemo leakage from the filter during use could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010454 lot number 22015863 was performed. The search showed that a total of 23,043 units in 1 lot number was built on 28jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer leakage of chemo infusion from the filter occurred during use. Small leak from filter during administration of long chemo infusion. Leak does not happen every chemo administration, but did so for this patient on (B)(6) 2022. Leaks appear into the 18th hour of 24 hour administration. Filter: 10010454 bd alaris pump infusion 0.2 set micron filter low sorting pe lined. No tests performed.